Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Reportedly, the sheaths were upsized, but it was observed one of the sutures had entrapped one of the adjacent sheaths possibly due to the positioning of the device. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a left common femoral vein using the pre-close technique via a 8f sheath prior to a cardiac ablation procedure. Three sutures were successfully pre-placed in three separate access sites along the right common femoral vein. The sheaths were upsized, but it was observed one of the sutures had entrapped one of the adjacent sheaths. The knot was cut and the sheath was able to be removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.